Event description:
The physician intended to use a 3.0 x 15 mm nc sprinter rapid exchange (rx) balloon to treat a lesion in the mid circumflex. The circumflex had a calcified 50% ostial stenosis with the mid vessel having a severe 95% stenosis. The lesion appeared hazy, heavily calcified and possibly thrombotic. The target lesion in the mid circumflex lesion was treated with integrilin bolus upfront without infusion due to the possible thrombotic nature of the lesion. The lesion was then pre-dilated using a prolonged inflation with both 2.5 x 15 and 3 x 15mm semi-complaint balloons without lesion releasing due to heavy calcification. The high pressure inflation resulted in a ruptured balloon. Clarification has been requested on what balloons were used for pre-dilation. Rotational atherectomy was then carried out. Further pre-dilatation was performed using the 3.0 x 15mm nc sprinter balloon. However this again failed to dilate the lesion and resulted in a balloon rupture. Further rotablation was performed and then the lesion was post dilated using a 3.0 x 15mm other brand balloon at 22 atm which eventually released the lesion. Two overlapping other brand drug-eluting stents were deployed at 18 atm. The stented segment was post dilated using a 3.5 x 15mm non-complaint balloon to 20 atm. The final result to the circumflex was reported to be good and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (heavily calcified, resistant lesion with 95% stenosis). Eval, conclusions: device failure/lack of effectiveness related to pt condition (heavily calcified, resistant lesion with 95% stenosis).